Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service light on their device is illuminated and the device is unable to detect the therapy cable or monitor paddles ECG. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the service light on their device is illuminated and the device is unable to detect the therapy cable or monitor paddles ECG. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.